Manufacturer narrative:
Integra has completed their internal investigation on october 3, 2017. Results: DHR review; no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. Complaints history; a two year look back from 09/18/2015 to 09/18/2017 for this reported failure using key words "loose" or "moving" for product ID a3059 shows 1 previous complaints. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: the device in question was not released for review; should the product be returned a failure analysis and/or root cause will review will be performed at that time.

Event description:
The surgeon pulled the sales representative in one of his cases describing his complete disappointment with the a3059 skull clamps. He mentioned the clamps were flexing to such a degree that accuracy of his deep brain surgery and navigated tumor cases were being jeopardized. He mentioned he can flex the clamps up to a centimeter. He stated he cannot perform his surgeries with this much movement in the clamps. No injury was reported.